Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the phenomenon reported by the user was confirmed. The amount of air and water supplied was insufficient due to the clogging of the air/water nozzle. There was a leakage from the control section. The control section, the remote switch and the adhesive of the bending section rubber were damaged. The paint on the identification index of the air/water cylinder and the suction cylinder was peeled off. The suction cylinder was scraped by the cleaning brush. There was an abnormality on the appearance of the endoscope connector. The objective lens was cracked and the light guide lens was chipped. The insertion section was deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the endoscopy, foreign material like lint was exited from the air/water nozzle. The user completed the procedure with the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by improper or insufficient reprocessing of the user facility. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.